Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned, it was retained by the customer, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If additional information or the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. D4, h4: the expiration date and device manufacture date have been added.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. H4: the device manufacture date was unknown. UDI: (B)(4).

Event description:
It was reported by the sales rep from china on 3/19/2024 that a health authority reported on a website that the patient experienced post operation inflammation after use of the gryphon p br ds anchor w/oc device. After significant anesthesia, the patient was placed supine on the operating table, the tourniquet of the left lower limb was used to stop bleeding. The operation was routinely disinfected and draped. A physical examination after anesthesia showed that the ankle joint was significantly unstable and the drawer test was positive. A lateral and anterior incision of the left ankle joint was made, about four cm in length. The skin, subcutaneous tissue, fascia and joint capsule were incised and intra-articular effusion was observed. The end point from the anterior gastrocnemius ligament was ruptured from the fibula. Local scar tissue grew and some ligaments were thin. The wound was irrigated and the anterior talo-gastrocnemius ligament was repaired with suture anchors. The ankle drawer test was negative and the ankle joint stability was good. The joint capsule was sutured with absorbable sutures. The patient's anterior talo-gastrocnemius ligament was weak and the repair was strengthened with a tendon extensor retinaculum. C-arm fluoroscopy showed slightly widened medial ankle joint space. Combined with MRI, deltoid ligament injury were considered. The length of medial incision was about four cm. The skin, subcutaneous tissue, fascia and joint capsule were incised. Intra-articular effusion was observed. The deep part of deltoid ligament was ruptured. Absorbable suture was given and directly sutured. The wound was irrigated, hemostasis was performed carefully, and after checking that the device was correct the incision was sutured layer by layer, compression bandaging was performed and the plaster cast was externally fixed and immobilized. At the end of the operation, the intraoperative anesthetic effect was good, the operation was smooth, the intraoperative bleeding was five ml and the patient was safely returned to the ward after the operation. No additional information was provided.